Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on a follow-up communication received from the physician, there was no evidence of a type ia endoleak but rather evidence of type ii endoleaks on the follow-up CT. Type ii endoleaks are not considered to be related to the device but rather related to the anatomy.